Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta stopcock had an issue with leakage. The leak was on the port nearest the end of the line, not on the 3 way tap bit of the line.

Event description:
It was reported that during use of the bd connecta¿ stopcock had an issue with leakage. The leak was on the port nearest the end of the line, not on the 3 way tap bit of the line.

Manufacturer narrative:
Investigation: a device history review was conducted for lot numbers 8152925 & 8151681. Our records show that a trend for leakage has been detected in the bd connecta product family. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. CAPA#(B)(4) was initiated. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.